Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead impedance alert for elevated defibrillation and pacing impedance, high and unstable thresholds and undersensing. The patient's left ventricular (lv) lead had high thresholds and a dislodgement. The patient's right atrial (ra) lead had high and unstable thresholds, and a dislodgement as well. All leads were explanted and only the rv and ra leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.